Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that in the first place, it seemed that they did not understand the programmer operation. Told them how to operate the device and actually communicated with the stimulator. The problem has been resolved.

Event description:
Information was received from a other regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown in dications for use. It was reported that the implantable neurostimulator (ins) stimulation off display. There is a sensation of stimulation, yet both the interstim icon and the n-vision display show that the stimulation is off. Unknown cause. No operation was performed using the interstim icon. The plan is to operate using n-vision. The treatment plan will be decided after operation and confirmation with n-vision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.